Manufacturer narrative:
At this time, product has not yet been returned. There was no indication that the product did not meet specification. Sensor kit expiration date is 31-may-2022. The reported adverse event occurred on (B)(6) 2022, which confirms the usage of the device beyond the useful life of the device. Additional investigation activities are not required as the device met specification when it was released and throughout its lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low reading issue with the adc device. The customer reported unspecified low sensor readings and self-treated with sugars. The customer then developed symptoms of headache, fatigue, anxiety, and eye bleed, and required treatment of insulin (dose/type unknown) three times through the night by a third-party. There was no report of death or permanent injury associated with this event.